Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It was reported the device was used out of sequence, instead of depressing the plunger of the proglide (step #2) after the foot deployment, the user instead was pulling the plunger out from the device (step #3). The proglide instructions for use states: step number 3: continue to advance the device in the vessel until brisk pulsatile flow of blood is evident from the marker lumen. The device lever (marked #1) and logo should be facing the ceiling (12 o'clock). Position the device at a 45-degree angle. Deploy the foot by lifting the lever (marked #1) on the body of the device. Step number 5: while maintaining device position, stabilize the device with your free hand (the one not used to deploy the device) to maintain the gentle retraction and to ensure the device does not twist or move forward during deployment. Use your other hand to deploy needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. Based on the reviewed information, the investigation determined the reported difficulties appear to be related to user error and the subsequent patient effect and treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that vessel puncture closure of a femoral vessel was attempted using a proglide device relative to a heart catheterization procedure. Reportedly, the proglide device was used out of sequence. Instead of depressing the plunger of the proglide device after foot deployment, the plunger was removed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.